Event description:
It was reported by the affiliate that during a lobectomy procedure on the second firing, while stapling the pulmonary artery the staples did not form correctly and resulted in extensive bleeding. Estimate 300mls. No blood transfusion required. Sutures were used to arrest the bleeding along with hemostats. Procedure was prolonged by 30 minutes.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.